Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lung cancer surgery, when detaching the lung tissue, the surgeon was able to press the green button but could not squeeze the hand and the device did not fire. Both handle and reload were replaced with the same product to complete the case. There was no patient injury.